Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. A complete lead was returned in one piece. Visual inspection of the lead found no anomalies and was within product specification. The reported event failure to capture was not confirmed. Electrical testing was normal with no anomalies found.

Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the left ventricular (lv) lead was dislodged and was failing to capture. The lv lead was explanted and replaced. The patient was in stable condition.